Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with 325cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided deflation of implant. Patient noticed the breast is smaller, and deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. The lot/serial number provided for the complaint device does not correspond to a finished mentor device, and therefore the validity of the lot/serial number provided cannot be verified at this time. Multiple attempts have been made to obtain additional information regarding this event. However, no additional information has been made available. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 26-mar-2020, mentor failure analysis lab received the device for evaluation. A manufacturing record evaluation (mre) was performed for the lot number provided, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, the device manufactured date was added. Device evaluation summary: according to the information reported the patient experienced a deflation on the breast saline implant. During visual evaluation, a tear located in the union between valve and shell was observed. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 20098, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).